Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery showed less than half a year several months ago and recently showed one year. Boston scientific technical services (ts) then verified from the field representative magnet rate was at ninety pulses per minute (ppm). Ts then explained that it indicates one year or less but would anticipate less than half a year. Attempt to obtain additional information was unsuccessful. This pacemaker remains in service. No adverse patient effects reported.